Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2005, a monarc subfascial hammock was implanted. The mesh was implanted with the intention of treating her stress urinary incontinence (sui). Plaintiff's attorney has alleged that, "after, and as a result of the surgical implant," the plaintiff has suffered serious bodily injuries, including extreme pain, dyspareunia, recurrent urinary incontinence, contraction of mesh, foreign body giant cell reaction, narrowed urethra with distal deformation, severe scarring, decrease of vaginal caliber," and other injuries. It was also alleged that plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and that she "has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries," "disability" and "the aggravation of a preexisting condition."